Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Customer blood glucose was 30 (mg/dl) and was treated by consuming carbohydrates. Additionally, intermittent cartridge alarms (alarm 01) occurred. Reportedly, the customer loaded a new cartridge to resolve the issue and continued to use the pump for insulin therapy.